Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2643 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported "correct PICC placement via left oa 27.6.22, on 28.6. In the CT long-distance dislocated into the azygous vein. The angiography performed on 28.6. Showed again a correct position deep in the superior vena cava, at the proving gating strong mobility due to the jet of the end-hole catheter, probably explaining the intermediate repositioning."

Event description:
It was reported "correct PICC placement via left oa 27.6.22, on 28.6. In the CT long-distance dislocated into the azygous vein. The angiography performed on 28.6. Showed again a correct position deep in the superior vena cava, at the proving gating strong mobility due to the jet of the end-hole catheter, probably explaining the intermediate repositioning." Additional information received: the dislocation is documented under injection with contrast medium. The 4f PICC placed from the left site on 27.6.22 presented correctly. (The position of the port catheter inserted from the right was comparable). On 28.6. The CT showed a different, dislocated course, long-distance ending into the azygos vein. A subsequent angiography on 28.6 showed a correct position, again in the native overview. The documentation of the correct position, which was carried out for the clinical colleagues, showed a dislocation of the catheter by approx. 7 cm cranially to the level of the confluence due to the jet at the catheter outlet with spontaneous correct repositioning after the end of the bolus. The intermediate catheter position deep in the azygos vein would be explained by the fact that it was caused by patient movement relocation of this magnitude is not possible.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter tip dislocation is confirmed but the exact cause remains unknown. One disk containing radiographic images was provided for evaluation. The first image indicates a date of (B)(6), 2022. The radiographic image shows a torso of a patient. A line in the image is labeled '4 f power PICC'. The tip of the line appears to be located in the chest region. The next set of images indicates a date of (B)(6), 2022. The labeled catheter line in the next sets of images appears to the upward movement of the tip of the line compared to the first image provided. The position of the tip also appears to be located at a higher region compared to the first image shown. The description of the reported event appears to correspond with the radiographic images provided by the complainant. Based on the information provided, contributing factors to movement of the catheter tip may include patient movement, power injection, catheter securement, and placement location. Since the catheter tip appeared relocate to a different location in the body, the complaint is confirmed but the exact factors remain unknown. H3 other text : evaluation findings are in section h.11.